Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during set up, a 980 ventilator generated an error message. There was no patient involvement at the time of the event. The covidien service engineer (se) inspected the device and found the ventilator was powered on with no exhalation filter installed. The se performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
A compressor assembly was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis; no errors were found in the diagnostic logs and functionality testing was performed. During power up the compressor motor did not start up and the unit failed extended self-test (est). An investigation was performed and the product analysis technician reported that the root cause was isolated to an electronic component motor controller printed circuit board. If information is provided in the future, a supplemental report will be issued.